Event description:
It was reported that the implant was placed in 2023 with zimmer parts. Biomet 3i putty was used during placement. In 2024 doctor recommended extraction of implant due to infection pocket on buccal gum tissue due to implant failing. Extraction was performed in 2024. Symptoms as a result of the event: abscess.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: date of birth unknown / not provided. A4: patient weight unknown / not provided. D4: lot/serial # unknown / not provided. D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. H4: device manufacturer date unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. H3 other text : summary investigation